Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Block a1, a3b, and a4: not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.